Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed and testing found a faulty switch harness. Additional findings were the front panel was damaged, corrosion in the air tubing and pump and a worn out scope socket slider switch which was causing intermittent use of high intensity mode. Olympus is pending approval of service estimate from the user facility. If new or additional information becomes available following final service, a supplemental report will be filed.

Event description:
The user facility reported that the power switch is broken. The reporter stated this was discovered during preparation for use so there was no patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06401. The device repair history was reviewed which indicated the device was purchased on march 18, 2014 with no previous repair records. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, it is assumed that 6 years or more have passed since the delivery of the device, and that the switch harness was worn out and broke down due to repeated use for a long time, and the power switch was no longer turned on or the user hit the scope when the scope was connected, and it is assumed that the crack entered. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instructions for use (IFU) provides the following, do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.